Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 400ml, flow rate: n/a, procedure: n/a, cathplace: n/a. Bolus would not work. No pt contact.

Manufacturer narrative:
Method: four pumps were rec'd for eval and investigation. Results: each device was subjected to a pca (bolus) functionality test. Conclusions: the results demonstrated that all four devices performed within specification. The customer complaint was not confirmed. However, at this time, this product is under recall.